Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cosmetic allergy. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), dyspareunia ("sex pain") and drug hypersensitivity ("allergic to bromo-2its the antibacterialstuff theyput in make up and creams"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the allergy to metals, dyspareunia and drug hypersensitivity outcome was unknown. The reporter considered allergy to metals, drug hypersensitivity and dyspareunia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cosmetic allergy. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), dyspareunia ("sex pain") and drug hypersensitivity ("allergic to bromo-2its the antibacterial stuff they put in make up and creams"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the allergy to metals, dyspareunia and drug hypersensitivity outcome was unknown. The reporter considered allergy to metals, drug hypersensitivity and dyspareunia to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.